Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms and premature power switching events. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of cell pair 3, which caused cell pair voltage to drop below the minimum voltage threshold. Analysis of the remaining devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a combination of faulty internal cells and communication errors between the controller and the batteries, which likely contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) expiration date: 08/31/2015 manufacturing date: 08/01/2014. (B)(4) expiration date: 01/31/2015 manufacturing date: 01/01/2014. (B)(4) expiration date: 04/30/2015 manufacturing date: 04/01/2014. Action reported to FDA under removal reporting number: z-1887-2016. (B)(4). (B)(4) expiration date: 01/31/2015 manufacturing date: 01/01/2014. Action reported to FDA under removal reporting number: z-1887-2016. (B)(4).

Event description:
It was reported about a patient that the ventricular assist device (vad) coordinator contacted the local manufacturer representative regarding multiple critical battery alarms. Patient reports that the battery alarms were occurring with all batteries in either port. There were no alarms when connected to battery and ac power. The manufacturer representative advised the site to have the patient come in to clinic to have the log files analyzed and that the batteries may need to be exchanged. During review of the logs it was reported that two particular batteries were causing the alarms. The site opted to exchange the primary controller and all batteries since the patient did not want to continue using the current controller. No consequence to the patient was reported. All devices were returned to the manufacturer for evaluation.